Event description:
It was reported that when the doctor tried to pull the balloon out through a 6fr introducer after a crossover peripheral transluminal angioplasty in the iliac, the balloon became stuck. The balloon & introducer were removed as a single unit and replaced using a larger introducer.